Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
New information became available that this rv lead was also exhibiting loss of capture as well as the previously reported clinical observations. As a result the lead was surgically abandoned and successfully replaced. The patient's device was also changed out at the same time to avoid any additional future surgery. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch. The impedances on this lead in both configurations are greater than 2500 ohms. The thresholds were also fluctuating when the configurations were changed. The patient is paced almost 70% of the time. Boston scientific technical services (ts) was consulted and suggested that there might be a lead integrity issue, as the impedances are high, and the r-waves have decreased significantly, however since no loss of capture was seen, we cannot determine if there was a fracture or not. The device programming had been changed at the last visit to ddir as this patient was experiencing atrial fibrillation. The physician will weigh all options and decide how to proceed. To date, there have been no adverse patient effects reported.